Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted for lot number se14af6 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the drain bag was leaking on the y-set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.